Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-11501. It was reported the patient's scs system was explanted due to an infection at their ipg and lead site. The infection is believed to be related to the patient taking improper care of their wounds. The patient was administered antibiotics via peripherally inserted central catheter (PICC line) to address the infection.